Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home but was taken to the emergency room of a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that they believe the cause of death was a heart attack. The caller stated that the customer was not feeling well; was having shortness of breath. The caller stated that the customer became ill on (B)(6) 2016. The caller stated that in general, the customer's blood glucose would drop low, the customer had kidney failure, heart disease, and had some type of an infection. The caller stated that they do not know the customer's blood glucose at the time of passing, however, the last recorded value was 64 mg/dl on (B)(6) 2016 at 3:18 pm. The customer was not wearing the insulin pump at the time of passing; the customer removed it the night prior to passing, due to having low blood glucose. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The battery had been removed from the device.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. No unexpected battery out limit or weak battery alarm noted. The insulin pump was received with no battery installed. The insulin pump was received with cracked reservoir tube lip, broken belt clip slot, missing end cap sticker and minor scratched lcd window. Data analysis: (B)(4) 2016 daily insulin total = 4.950u, (B)(4) 2016 daily insulin total = 12.850u, (B)(4) 2016 daily insulin total = 26.400u, (B)(4) 2016 daily insulin total = 26.400u, (B)(4) 2016 daily insulin total = 27.100u, (B)(4) 2016 daily insulin total = 29.800u and (B)(4) 2016 daily insulin total = 26.400u.